Event description:
Patient called in 2002 alleging that their one touch basic meter was reading inaccurately low. Patient tested their blood sugar the previous day and got a reading of 41 mg/dl. Patient retested and got another result in the 40's. Patient did not eat anything and went to their doctor's office about 90 minutes later. Patient was tested at the doctor's office with a result of 312 mg/dl. Patient was given "a little orange pill" by their doctor. Patient's technique for applying the blood to the test strip was incorrect. Customer service walked the patient through a check strip test which passed with a result of 89 (77-105). Patient also had an "insert strip" message issue. The issue was resolved with training. No further information has been reported.